Event description:
It was reported that this electrode exhibited a gradually rising system impedance measurement. Engineering analysis found that the impedance value had increased up to 150 ohms. Technical services (ts) discussed results with health care professional (hcp) and suggested possible defibrillation threshold (dft) testing and x-rays. Patient has been scheduled for generator change. No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this electrode was explanted at scheduled generator change out procedure. Another electrode was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas the sense a cable conductor. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.